Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage keypad, motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 156 mg/dl at the time of the incident. The customer stated that they went to put a new battery and took the brand new one and it lost the date and the paradigm started up. It would go to rewind and would never clear out. The customer reported scratch at the screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.